Event description:
Intraoperatively, the surgeon had difficulty rotating the valve and a leaflet fractured occurred. The valve was explanted and replaced with a smallar sjm heart valve (model 19agn-751). It was reported pump time was extended and the pt required six units of blood. The pt is improving.